Event description:
It was initially reported that the device had a blank display. Upon eval by physio-control, it was observed that the device froze with a lock up failure. The device was inoperable while in this state. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system/memory pcb assembly at the failure analysis center and determined the cause of the failure to be an open filter, designator fl137.